Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due the a bladder injury caused in the previous ipp surgery. The device was removed. The new cylinders and pump were implanted earlier. The reservoir was implanted later due to bladder injury. No patient complication were reported in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.